Manufacturer narrative:
No product is being returned for evaluation. (B) (4)

Event description:
The doctor drilled with the 2.7 drill into extremely hard bone. He broke 4 anchors before he finished the case with another product.